Manufacturer narrative:
Patient weight not made available from the site. No parts have been returned to manufacturer for analysis. No further issues have been reported. Parts not returned.

Manufacturer narrative:
Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.

Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure, the software became unresponsive and would not track. After a system re-boot, normal function was restored. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.